Event description:
It was reported patient underwent a shoulder arthroplasty on (B)(6) 2013. During the procedure, the surgeon found that the implant was sitting 2mm proud of the reaming depth. As a result, the tip of the stem reamer and a curette were used to complete the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. A tolerance analysis found that when the reamer was manufactured at the minimum material condition and the implant at the maximum material condition a possible tolerance stack up could occur. No further issues have been identified with this part and lot number.